Manufacturer narrative:
Current information in insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2022-00046.

Event description:
It was reported that two plug drivers became dull and worn from normal wear and tear. The drivers did not break but rather have become deformed (twisted and/or stripped). No patient was present during the inspection. This is report two of two for this event.

Event description:
It was reported that two plug drivers became dull and worn from normal wear and tear. The drivers did not break but rather have become deformed (twisted and/or stripped). No patient was present during the inspection. This is report two of two for this event.

Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the tips of both drivers were twisted and deformed. Potential cause root cause was unable to be determined. A twisted tip can occur when the driver is over torqued or when force is applied off-axis. DHR review per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.